Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two severely bent grips causing misalignment of the grip-tips. There was a 1.88mm offset at the tips. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, two hem-o-lok medium-large clip appliers were used. The first instrument applied clips without any issues. When the doctor switched to the second instrument, the clip did not close properly and then broke in half. The broken clip fragments were removed from the patient during the same procedure using the suction irrigator. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a surgical procedure, a plastic clip fragment from a device fell into the patient. The fragment was retrieved using a suction irrigator, and the surgical team confirmed retrieval of all fragments through visual inspection in the operative field. No additional post-operative imaging, such as an x-ray or ultrasound, was performed to check for remaining fragments, as the plastic clip is non-radiolucent and thus not visible on standard imaging studies. Since the incident, the patient has not returned to the hospital with any post-surgical complications related to a retained foreign object, and no injury or complications resulted from the event. Furthermore, no additional surgical procedures were necessary to remove the fragment. The instrument involved in the incident was shipped back to intuitive surgical for further evaluation; however, the retrieved fragment itself will not be sent back to the company.